Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited low out-of-range pacing lead impedance, loss of capture and oversensing of noise. It was noted that three months earlier the impedance measurement had been fluctuating but was previously stable. A fracture was suspected but not confirmed. The field representative was unable to obtain any additional information relating to the lv lead issue. The lead remains in service. No adverse patient effects were reported.